Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 4 atmospheres for 1 second. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.